Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo was provided for investigation. The photo shows 2 tubes with a specimen in each tube. There is a clot at the bottom with hemolyzed serum/plasma at the top of the specimen. The photo was reviewed and the indicated failure mode for clotting was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for clotting was not observed. The 90 retentions were inspected with no issues being identified. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure (fibrin/fibrin mass/clotting) because the defect was not evident in the testing of the complaint lot samples. The parameters for retain and control samples tested, demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode clotting. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® naf 3.0mg n2e 6.0mg plus blood collection tubes, the device experienced clotting/micro clots/fibrin clot. This event occurred twice. The following information was provided by the initial reporter. The customer stated: according to the customer's report, blood clotting was observed. Whether the tube was inverted for mixing appropriately after blood collection remains unknown.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® naf 3.0mg n2e 6.0mg plus blood collection tubes, the device experienced clotting/micro clots/fibrin clot. This event occurred twice. The following information was provided by the initial reporter. The customer stated: according to the customer's report, blood clotting was observed. Whether the tube was inverted for mixing appropriately after blood collection remains unknown.